Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit had a crack in display top cover there was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional contact details: person name:(B)(6). Occupation: biomedical engineer it was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "crack in display top cover" which was being found during the pm. A getinge field service engineer (fse) had evaluated the unit and replaced the display top cover assy with tape kit which corrected the issue from which the device had passed all the safety and functional tests and it was being returned to the customer and cleared for customer use. There was no involvement of the patient. The failure analysis and testing dept. Received part with a reported unit failure of a crack on the top cover. The fat performed a visual inspection and found the part to have a thin crack. Please see attachment. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.